Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set leaked while the patient was not connected to the homechoice. The transfer set was closed and the patient noticed water had drained out when they removed the minicap. The renal therapy service agent advised the patient to contact their registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.